Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a (B)(6) female patient who was initially implanted 18 months ago was revised on (B)(6) 2019 for aseptic loosening of the femoral component of the left knee. The patient claimed the knee ¿never felt right¿ and they went in originally planning to do a polyethylene exchange from a ps to a psc but found the femoral component was loose on examination. It was removed easily with a few taps of a bone tamp. There was little to no cement on the back of the implant. There was cement on the prepared femur. The indentations and laser markings on the bottom of the implant were clearly marked on the set cement. It was if there was no bonding to the femoral component at all. An intraoperative image of the femoral bone is attached. One additional note regarding the image of the distal femur attached, you can tell from the impression in the cement that this was a logic femoral component and not truliant. The shape of the anterior flange imprint combined with the rounded box is unique to logic.

Event description:
As reported, a 66 y/o physically active overweight female patient who was initially implanted 18 months ago for degenerative oa with proximal tibial stress fracture of the left knee was revised on (B)(6) 2019 for aseptic loosening of the left femoral component: empirical surgery given severity of patient¿s pain and associated hemarthrosis. The patient developed persistent worsening pain and presented with effusion and a painful calf mass on (B)(6) 2019 that had bloody aspirate. The patient had a ¿full work up¿ that was noted as negative. X-rays were taken radiological findings: there is a multilobulated t2 hyperintense fluid collection in the medial gastrocnemius muscle. There is a t2 dark signal rim, with enhancement. There are a few thin fibrous membranes within the fluid collection. Fluid within this collection is t2 hyperintense without low signal debris. Minimal adjacent soft tissue edema. The total extent measures approximately 3.9x2.4x15.3cm (ap by tr by cc) the superior extent is at the level of the knee joint. Although a definite connection with the knee joint is not identified. Remainder of the musculature appears unremarkable. Impression: nonspecific multilobulated fluid collection in the medial gastrocnemius muscle. Adverse local tissue reaction related to the left knee hardware is a consideration. Superimposed infection cannot be excluded by imaging. The patient claimed the knee ¿never felt right¿ the surgeon went in originally planning to do a polyethylene exchange from a ps to a psc but found the femoral component was loose on examination. It was removed easily with a few taps of a bone tamp. There was little to no cement on the back of the implant. There was cement on the prepared femur. The indentations and laser markings on the bottom of the implant were clearly marked on the set cement. It was if there was no bonding to the femoral component at all. There were no reported issues during the revision procedure. The device will not be returned, as it was discarded by the facility. No additional information.

Manufacturer narrative:
Section h10: (d10) concomitant device(s): 02-012-35-3011, 3825565 - logic tibia ps mod insrt sz 3 11mm. FDA recall number z-0021-2022 for 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm; sn: (B)(6). 200-02-29, 4118634 - three peg patella 29mm. 204-70-00, 4200228 - tibial stem ext. Screw. 201-78-14, 2378115 - holding pin headless sharp point long 4pk. 02-012-45-3020, 4276644 - lgc tibial fit tray cem sz 3f / 2t. 02-012-60-1440, 4132358 - logic stem ext 14mm x 40mm. (H6) health effect - impact code: 4629, device revision or replacement; component code: 4755, part/component/sub-assembly term not applicable section h11: the following sections have corrected information: (b5) describe event or problem: as reported, a 66 y/o physically active overweight female patient who was initially implanted 18 months ago for degenerative oa with proximal tibial stress fracture of the left knee was revised on (B)(6) 2019 for aseptic loosening of the left femoral component: empirical surgery given severity of patient¿s pain and associated hemarthrosis. The patient developed persistent worsening pain and presented with effusion and a painful calf mass on (B)(6) 2019 that had bloody aspirate. The patient had a ¿full work up¿ that was noted as negative. X-rays were taken radiological findings: there is a multilobulated t2 hyperintense fluid collection in the medial gastrocnemius muscle. There is a t2 dark signal rim, with enhancement. There are a few thin fibrous membranes within the fluid collection. Fluid within this collection is t2 hyperintense without low signal debris. Minimal adjacent soft tissue edema. The total extent measures approximately 3.9x2.4x15.3cm (ap by tr by cc) the superior extent is at the level of the knee joint. Although a definite connection with the knee joint is not identified. Remainder of the musculature appears unremarkable. Impression: nonspecific multilobulated fluid collection in the medial gastrocnemius muscle. Adverse local tissue reaction related to the left knee hardware is a consideration. Superimposed infection cannot be excluded by imaging. The patient claimed the knee ¿never felt right¿ the surgeon went in originally planning to do a polyethylene exchange from a ps to a psc but found the femoral component was loose on examination. It was removed easily with a few taps of a bone tamp. There was little to no cement on the back of the implant. There was cement on the prepared femur. The indentations and laser markings on the bottom of the implant were clearly marked on the set cement. It was if there was no bonding to the femoral component at all. There were no reported issues during the revision procedure. The device will not be returned, as it was discarded by the facility. No additional information. (B6) date unknown-radiological findings: there is a multilobulated t2 hyperintense fluid collection in the medial gastrocnemius muscle. There is a t2 dark signal rim, with enhancement. There are a few thin fibrous membranes within the fluid collection. Fluid within this collection is t2 hyperintense without low signal debris. Minimal adjacent soft tissue edema. The total extent measures approximately 3.9x2.4x15.3cm (ap by tr by cc) the superior extent is at the level of the knee joint. Although a definite connection with the knee joint is not identified. Remainder of the musculature appears unremarkable. Impression: nonspecific multilobulated fluid collection in the medial gastrocnemius muscle. Adverse local tissue reaction related to the left knee hardware is a consideration. Superimposed infection cannot be excluded by imaging. (B7) bmi 29.2 [overweight]; physically active; degenerative oa with proximal tibial stress fracture; developed persistent worsening pain and presented with effusion and painful calf mass on (B)(6) 2019 (bloody aspirate). (H3) the revision reported was likely the result of aseptic loosening secondary to cement adhesion failure. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation.

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the device was not available for evaluation. The following section(s) have additional info; d1, d2, d4 (catalog number, serial number, UDI number, and exp date), d6, g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (d1) brand name. (D2) common device name.